Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multiple red heart and low flow alarms, and pump stoppages for two days. The events occurred while the pt was connected to the power module and not on battery power. The alarms were reproduced when the percutaneous lead was manipulated. The pt cable was exchanged with an ungrounded cable and the issue resolved. A kink was noted in the percutaneous lead. It was also noted in the log file that there were multiple events of power elevations, low flow hazard alarms, pump stopping and the power dropping to zero. The distal end of the percutaneous lead was then replaced. When the pt was switched back to their 12 colt pt cable, a brief low speed event occurred. The cable was then exchanged with a new volt pt cable. It was later reported that the pt did not want a pump exchange and wanted to utilize an ungrounded cable. The hospital staff communicated to the pt the risks. Pt remains ongoing and is still using the ungrounded cable.

Manufacturer narrative:
The distal end of the percutaneous lead was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.